Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25july2019. Philips field service engineer (fse) confirmed the reported failure of the navigation ring not functioning as intended and replaced the front bezel. The device was functionally tested and no other abnormality were identified.

Event description:
Customer reported navigation ring is bad and settings move on their own. There was no patient/user harm reported.